Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/patient contacted lifescan, alleging that her one touch ultra was reading inaccurately high compared to the paramedic's device and was taken to the emergency room two days earlier. The patient was testing in the morning and night, at the time of the concern. The patient also was taking nph insulin (unspecified doses) in the morning and night and glucophage (unspecified dose); she started this regimen about 2-3 weeks before the emergency room visit. The day before, the patient obtained meter readings of "102 mg/dl" at 7:30am and "327 mg/dl" at 8:45pm. She claimed that, she started to develop dizziness and headaches around 11am, but denied testing her blood glucose on her meter. She took some tylenol, but it did not help her headaches. The next day, she woke up with an "89 mg/dl" meter reading at 8:30am. Later the same day, she tested her blood glucose and got "163 mg/dl" on her meter around 3:30pm. At the time of the test, the patient was feeling "bad" and weak. According to the patient's husband, the patient "passed out" briefly about an hour after testing on her meter and had some milk and contacted the paramedics for assistance. The patient did not test on her meter after "passing out." When the paramedics arrived (around 5:15-5:20pm), the patient's blood glucose was "72 mg/dl" on the paramedics' meter. The patient was given 2 glucose tablets and was taken to the emergency room (ER). The patient did not receive any further diabetes related treatment at the ER; however, she was treated with antibiotics for a sinus infection. The patient was released later, the same night around 9:30-10pm. When the medical affairs specialist (mas) spoke with the patient nine days later, she indicated that she went back to the hospital six days earlier and was admitted for 3 days. The patient was diagnosed with bell's palsy and was told that her symptoms that occurred within the same year, was possibly due to bell's palsy, and not diabetes related. The customer care advocate (cca) verified that the meter was correctly set to "mg/dl," an approved sample was used, and the correct testing/cleaning techniques were used. This complaint is being reported due to the following conclusion: the patient was diagnosed with a sinus infection and bell's palsy at her two hospital visits; however, one cannot rule out the hypoglycemia contributed to the event where the patient passed out 1 hour after the "163 mg/dl" meter reading. The reporter claimed the patient passed out and received milk and sometime (<1 hour later) the patient was tested on a paramedic's meter and obtained a result of 72 mg/dl.